Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a consumer reported that the patient was experiencing a loss of therapy and a return of symptoms. It was reported that the patient lost stimulation and had pain. The consumer reported that the patient¿s therapy had not worked and they were unable to connect with the recharger for the past few months, so they were unable to charge their implantable neurostimulator (ins). The consumer stated that they spoke with a manufacturer representative on (B)(6) 2016 and was told to call for instructions on how to perform a trickle charge. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.